Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 700 mg/dl; cause was unknown. Customer address their bg with a bolus via pump and did not required additional treatment in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer declined a system check with pump and supplies and continued to use the pump for insulin therapy.